Manufacturer narrative:
(B)(4).

Event description:
The pt had an MRI. When the pt came in on (B)(6) 2011 for a pump refill, the pump showed a motor stall that coincided with the MRI; no motor stall recovery was noted in the logs. The pt had no symptoms and there was no volume discrepancy when the volumes were checked. Additional info has been requested. A f/u report will be sent if additional info becomes available.